Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level. Based upon the initial description of the event, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on further examination of the event description, applied medical determined that this event is reportable for post-operative complications.

Event description:
Procedure performed: hysterectomy. Event description: ai translation: the surgeon saw nothing during the operation, only afterwards. Here's the e-mail the surgeon sent me after my reminders to complete part 2 of the pmcf: ¿unfortunately, the patient has had post-operative complications. There was a lesion of the left ureter during the operation. She will benefit from a re-implantation today. I didn't notice any particular anomaly during the operation. It's probably a ureter that had to be caught in the adhesions of a previous caesarean section with an atypical path and that was injured with the use of the thermofusion forceps nearby. This is the first time I've seen this type of lesion with either the voyant forceps or any other type of thermofusion forceps. Additional information received by applied medical rep via email on 4dec24: the surgeon believes that the urethral injury was caused by a fusion of the eb210 near the ureter. He assume that the ureter, trapped in adhesions from a previous cesarean section with an atypical course, was injured by the use of the thermofusion clamp nearby. The patient underwent ureteral reimplantation to correct urinary reflux. But did not appear to suffer from any other consequences. Type of intervention: ureteral reimplantation was planned. Patient status: the patient underwent ureteral reimplantation to correct urinary reflux. But did not appear to suffer from any other consequences.